Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. Placeholder.

Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, the surgeon found that the screw and 3d-head broke without any force during the surgery. The parts were retrieved at once. The patient was not impacted. The surgery was delayed 5 minutes. There was another of the same screw available for use in the surgery. The event did not required additional medical treatment. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosishead is separated from the pedicle screw; both components show wear or deformation. The pedicle screw head as well as the clamp ring inside the 3d-head are worn and deformed caused during the mechanical overloading situation as per event description. The complaint relevant dimensions therefore cannot be checked to print specifications anymore. The device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings and on the available information we conclude that the cause of the failure is not due to any manufacturing non-conformances.